Event description:
Primary stability couldn¿t be achieved.

Event description:
Primary stability couldn¿t be achieve. The material number has been updated, which is reflected in this follow up report.